Manufacturer narrative:
The site neurocoordinator declined to provide patieafter cable replacement this resolved the issue. System tested fully functional after cable replacement. Analysis of suspect cable: confirmed reported failure per return tag "mvs not communicating with application." Cable failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 1 and 2. Both gbit an 100t testing were performed using a cable validator-nt900. Passed visual inspection. Electrical open on the cable caused reported event.

Event description:
A site neurocoordinator reported that the o-arm and the mvs (mobile viewing station) are not communicating. The o-arm remained in "stand-alone mode" after several re-boots. Delay to surgery was approximately 15-20 minutes. The site brought in their other o-arm for surgery. No impact to the patient. Surgery completed successfully with other o-arm.